Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000118144. A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-05090. It was reported that patient experienced ineffective therapy due to lead migration and pain at the ipg pocket site. Surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that migrated.